Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the very tortuous circumflex (cx) to obtuse marginal (om). The lesion was predilated with a 2.0x9mm maverick balloon a 2.25x16mm. Next a 2.25x16mm taxus liberte stent delivery system (sds) was advanced but would not cross the lesion and a stent strut was lifted up. The device was removed and the physician advanced a 2.25x12mm taxus liberte sds but this also did not cross the lesion. There were no additional attempts made to place a stent and the procedure was aborted. No pt complications occurred. The pt's current condition is listed as "ok".